Event description:
The pt presented with a posterior communicating artery (pcoma) ruptured aneurysm. The physician delivered the stent up to the aneurysm neck and tried to release it. However, significant resistance was felt. Two more attempts to release the stent failed. As the physician tried to retrieve the device, the stent unexpectedly deployed but did not cover the aneurysm neck. The physician quit the procedure, due to risk of further aneurysm rupture. The aneurysm clipping surgery was successfully performed. The pt was reportedly in a good condition after the surgery.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the anatomy was very tortuous. During visual inspection of the device before use. During visual inspection of the device before use, "an unobvious kink was noticed at the device shaft". All direction for use instructions were correctly followed. Continuous flush was maintained. The physician tried to perform the stent repositioning during the procedure.